Event description:
It was reported that the prior to use, the external packaging of the catheter was intact, however the internal packaging had been opened and sterility compromised. The catheter was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and no anomalies were found. The mechanical operation of the catheter shaft was bent. Visual summary analysis of the lead indicated damage at implant.